Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported he took out sensor due to low sensor glucose readings when his blood glucose was fine. Customer blood glucose was 194 mg/dl and the sensor glucose was 76 mg/dl. The current readings were blood glucose was 142 and sensor glucose was 89 mg/dl. Percent difference is 37.3. Sensor graph is trending level. Customer was advised that high calibration factor may indicate the sensor is not responding well to changes in the glucose or results can be inaccurate calibrations. Customer calibrated correctly. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.